Event description:
The trumatch patient proposal stated that the patient's natural slope of the tibia was 25 degrees, the doctor performing the surgery disagreed with this based on looking at the patient's x-rays and her actual tibial anatomy during the case. The trumatch tibial resection guide was not used. This issue caused a 20 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.